Event description:
Medical doctor was performing the procedure according to IFU. But, there was no hub at the end of the lumen. The md was able to finish the procedure with a new set.

Manufacturer narrative:
(B)(4). The customer returned a 3-lumen cvc catheter for evaluation. The catheter showed evidence of use. The catheter body had been cut and the separated portion of the body was not returned. It was determined that the catheter body was purposely cut by the customer and will not be investigated during this investigation. Visual examination of the catheter revealed that the proximal end of the medial extension line was cut and separated from rest of the catheter. The separated medial luer hub/extension line was not returned for evaluation. Microscopic examination revealed the cut was diagonal across the medial extension line body. The edges of the cut were clean and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument (i.e. Scissors, scalpel, etc). Residual adhesive material was observed on all three extension lines. The medial extension line was cut 72 mm from the catheter juncture hub. A length of approximately 38 mm is missing based on the nominal proximal extension line length of 130 mm per catheter product drawing. The medial extension line inner and outer diameter were measured and were found to be within specification. This indicates there is no issue with the extension line wall thickness. The proximal and distal extension lines were flushed with water and functioned as expected. The instructions-for-use (IFU) provided with this kit cautions the user that, while remove the catheter dressing, "to minimize the risk of cutting catheter, do not use scissors to remove dressing." The customer report of extension line separation in use was confirmed through visual inspection of the returned sample. The medial extension line body was cut and separated 72 mm from the juncture hub. Microscopic examination revealed the cut was diagonal across the medial extension line body. The edges of the cut were clean and smooth in appearance. The appearance of the cut was consistent with contact with a sharp instrument. Based on the condition of the returned sample and the report that the damage was observed during use, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn# (B)(4). Preliminary evaluation of the returned device indicates the extension line separated/torn during use.

Event description:
Complaint description: md was performing the procedure according to IFU. But, there was no hub at the end of the lumen. The md was able to finish the procedure with a new set.